Event description:
Customer has had multiple issues with his chair: seat forces him to lean/recline back instead of sitting more at a 90 degree angle, wings had to be put on the chair to prevent him from falling out but he got bruised from it, he also stated screws keep falling out of the electrical control, he had a rod on chair that the weld broke, and the electrical boxes in the back went haywire and he couldn't go up and down in the chair. The motor and rod in back that tip the chair burnt out. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ato-tdxsp-mcq, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer has a spinal cord injury with no felling in his legs, he also has ms. His medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.